Manufacturer narrative:
The patient is reported to be over 18 years of age.

Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was seen in (B)(6) 2011, complaining of incontinence. On (B)(6) 2011, the physician performed a tension-free vaginal tape (tvt) procedure to improve the incontinence. The patient was last seen (B)(6) 2013 and stated she no longer experiences urinary leakage, but continues to experience both urinary urgency and urinary frequency. Ditropan was prescribed (dosage unknown) for the urgency and frequency. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen in (B)(6) 2011, complaining of incontinence. On (B)(6) 2011, the physician performed a tension-free vaginal tape (tvt) procedure to improve the incontinence. The patient was last seen (B)(6) 2013 and stated she no longer experiences urinary leakage, but continues to experience both urinary urgency and urinary frequency. Ditropan was prescribed (dosage unknown) for the urgency and frequency. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.